Event description:
Patient (pt) called back stating they were trying to recharge their implantable neurostimulator (ins) and they kept getting poor recharge poor recharge quality. Every time they go to charge the ins it always said something else around repositioning the recharger and try again. Ins charging was sensitive and it did not help them at all. Pt would get excellent and without moving it said no device found; the batter would be 100% for the controller and 80% to the ins. Pt was getting a bad language from the controller as well. Pt said this had been going on for a couple months for this was the 3rd controller that was sent to them and they had also been sent a couple recharger cords but issues were still ongoing. Pt had been sent physician listings from medtronic and pt wanted to know who will pay for their next visit. Pt then wanted a supervisor after pt was redirected to hcp. Agent ordered a controller due to nature of call.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep stating that he met with the patient and ran a connection test as well as an impedance test and everything came back perfect. Rep had patient show how he's charging at home and he is doing it all correctly. Rep showed him how to turn down the charging speed to lower the temperature while charging and explained it will take a little longer to get to a full charge but won't heat up as much while charging. Rep didn't noticed the issues with charging implantable neurostimulator (ins) and heating of implantable neurostimulator (ins) during his meeting with the patient. The cause of the having neuropathy in their hands and feet was not determined and rep programmed his stimulator to get coverage where he wanted it and set it to a sub-perception level. The patient hasn't reached out to post reprogramming and the information been confirmed/provided by the physician.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep stating that he just spoke to the patient, and they are going to meet tomorrow at noon to go over the list and do a reprogramming. Rep said that he will send an update as soon as he is finished with the patient tomorrow.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when they charge the implantable neurostimulator (ins) it wont go past through 40%. Patient(pt) said the issue started about a week ago. Pt said it took 2 hours to charge the the ins from 0% to 40%. Agent reviewed ins charge duration when depleted. During the call agent had pt to reset the controller. Pt said no visible damage on the controller port then after turning the controller on they saw the cannot provide stimulation recharge your implanted device message. When agent instructed patient to check for damages on the recharger they plugged it in right away then pt denied damages on the recharger. Agent was not able to obtain sn of the recharger because pt had difficulty reading the number and they can only read '9755' on the recharger. Pt confirmed they were able to charge the ins showed 100% for the controller and 0% or red triangle for the ins. After few mins they saw no device found message and pt said the controller was flashing yellow. Pt they were laying on top of the paddle when charging the ins. Agent reviewed recharging best practices. Pt said the controller screen kept on going back and forth between looking for a device and checking recharge quality. Pt confirmed they were able to get back to the batteries screen still showed 100% for the controller and 0% for the ins with good connection (jumped to excellent). Pt said they don't have a charging belt. Agent sent a repair request for the charging belt. Pt reported that the language on their controller was changed and they don't know how it happened. Pt said the issue started 2 days ago. Pt mentioned that they were laying on top of the paddle and when they picked the controller they saw a different language. Pt also mentioned their controller was at 100% and 0% for the ins. Pt said they tried to reach out online to tell the issue but didn't got any response. During the call agent had pt to reset the controller. Agent was not able to obtain the sn number of the controller because patient had difficulty reading it even with their glasses on and they don't have a magnifying glass. Pt complained that the sn numbers are so small. Agent walked the patient through to set the language back to english. Pt confirmed they were able to set the language to english. When asked for the healthcare provider (hcp) info pt said their previous hcp moved to somewhere else and the last agent sent them an email for the physician listings but they cant find it. Agent sent an email for physician listings. Pt mentioned when they charge the ins it wont go past through 40%. Agent reached out to the team for a supervisor callback due to the patient being escalated. Agent replied to the patient's email to let patient know that someone will call them back. Agent closed case. Agent made outbound supervisor call back request to the patient - no answer. Agent left voicemail to call back if further assistance is needed. Pt called back and mentioned they got a vm and advised them to callback. Agent provided information. Pt confirmed they still need to speak to a supervisor and mentioned that they have a visit for their physical therapy and will probably available 3pm to 4pm mst (4pm to 5pm cst). Pt added that they tried to use the recharging paddle to charge their implant but will not connect. Both their back and left spine were "getting hot". Pt will wait for a supervisor callback after their physical therapy. Agent provided update to supervisor. Pt mentioned that they will have their visit today for their physical therapy and will probably "at least after 3pm maybe 4" mst (4pm to 5pm cst) to be able to talk. Agent sent update to supervisor. Agent made 2nd attempt supervisor call back request to the pt - no answer. Agent made outbound call to the pt. Agent had pt reset the controller. Pt stated it is very hard to read the serial numbers and they have neuropathy in their hands and feet. Pt unlocked the controller and saw controller at 100% and ins 50% stimulation on group a. Agent asked - pt stated the implant in their back is warm even when they are not charging the ins and it is going to the left leg. Pt stated it is not the paddle that is getting warm. Pt denied falls/trauma. Pt stated they charged the ins the other day for hours and it would not go above 50%. Agent reviewed charging the ins with stimulation off. On the call, ins was recharging excellent. Pt stated that dr. Told him he 'does not know anything' about the ins and that dr. Has never seen an implant before. Agent reviewed physician listings. Pt stated they are so disappointed in 'the unit' and is considering getting the ins removed and going with another company called hx something. The pt was redirected to hcp to further address ins heating and ins charging. Agent made outbound call to the pt. Pt stated they were able to get an hcp appointment but, they have to wait and the appointment is not 'immediate'. Pt wanted the agent to get them an appointment sooner. Pt stated that the 'equipment is not working' and the ins is not charging past 50%. Agent reviewed role of manufacturer representative (rep). Pt stated that medtronic is a joke. Agent reviewed that the concerns should be addressed by an hcp. Pt was upset and ended the call. Agent sent email to the field. Case was reopened due to email received from the pt. Per the email the handset is now in a different language. Agent assigned to self and called the pt back. Pt did not answer. Agent left message for pt to call in to patient services if they required additional assistance. Agent responded to email asking pt to call into mdt and closed the case. Pt states they will be trying to call mdt tomorrow.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the language on their controller changed about 2 to 3 days ago. Agent had the patient remove and reinsert the battery pack (bp) and walked pt through getting the language back to english. Pt commented the serial number of the controller is too small to read. Pt unlocked the controller and reported 'battery low. Recharge your implanted device soon.' Pt connected the recharger and started charging session with excellent quality with controller 100% and implant (ins) 0%. Suddenly, pt reported blank and unresponsive screen. Agent had pt plug the empty controller into the ac power supply; pt confirmed controller powered on. Pt reinserted the battery pack (bp) and confirmed green blinking light. Pt unlocked the controller and reported no device found then pressed recharge on the screen. Pt confirmed no damage seen on the battery pack, battery compartment, controller port and recharger. Agent had the pt clean the pins on the recharger cord and blow air in the controller port. Pt connected the recharger and got excellent recharge quality. Agent had pt continue charging the ins, monitor and call back if issue persists. Pt commented that they noticed that 'it took forever' to charge their ins; pt added it took 3 hrs. To charge their ins from 0-60 and mentioned controller suddenly stopped charging their ins. Pt also mentioned that it was 'pretty hot' on their back if they charge for a long time. When agent asked, pt said they were feeling the heat even before they receive the replacement recharger in the past. Agent redirected the pt to their healthcare provider (hcp) regarding the mentioned concern. The patient mentioned their left thigh felt some heat as well. Pt also commented that they have a scheduled appointment with their hcp on monday 11:20 am.